Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) trochanteric fixation nail advance (tfna) procedure to treat hip fracture on (B)(6) 2017. During the procedure the scrub technician did not thread the connecting screw all the way onto the insertion handle. During the tfna surgery, the surgeon had implanted the nail and was attempting to insert the helical blade, when the blade did not line up with the nail. Surgeon removed the instrumental construct from the nail. It was found at this time the connecting screw had not been fully tightened and become cross threaded with the insertion handle causing the helical blade to misalign with the nail during insertion. Scrub technician was able to unthread the connecting screw from the insertion handle with no damage. Surgeon decided to remove the existing nail and inserted a new nail and a new helical blade using the same connecting screw and insertion handle. Procedure was completed successfully and patient outcome was fine. There was no delay in surgery reported. Concomitant devices reported: tfna nail (part # 04.037.057s, lot # h346501, quantity # 1), helical blade (04.038.295s, lot # h302677, quantity # 1), insertion handle (part # 03.037.011, lot # unknown, quantity 1). This report is for one (1) cannulated connecting screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The complaint device was not returned. This complaint was confirmed following a conservative approach based on the condition of the returned concomitant devices. Replication of the complaint condition is not possible as the device was not returned for cq investigation. Following concomitant devices were returned to cq location with no allegations against them: tfna nail (part # 04.037.057s, lot # h346501, quantity # 1), helical blade (04.038.295s, lot # h302677, quantity # 1). Returned concomitant devices were visually inspected. Superficial striation marks were observed on the helical blade. Proximal hole of the tfna nail which is an entry point for the helical blade was found to be scratched and there was some damage observed on the locking mechanism. These damages most probably occurred due to the friction experienced by the devices during unsuccessful attempt of helical blade insertion due to misalignment. Additional damage was observed on the tfna nail next to the proximal entry point hole for the helical blade. The damaged part is severely scraped against, most probably by the drill. As per the tfna proximal femoral nailing system technique guide, special care should be taken to maintain the orientation of the insertion handle and aiming arm while drilling the hole for helical blade. It is possible that the technique was not followed properly during this procedure step and the resulted misalignment caused the drill bit to hit the tfna nail. It seems that it took a while for the surgeon to realize this looking at the extent of damage to the tfna nail. It also seems that the surgeon continued with the procedure in spite of initial misalignment during drilling, completed the drilling process and went to the next step of helical blade insertion. The returned parts were determined to be suitable for the intended use when employed as recommended. No further investigation is required and hence performed for the returned concomitant devices. Complaint device: cannulated connecting screw (p/n 03.037.010, lot# unknown) was not returned. In the lieu of the physical device, device pictures or lot number, no further investigation can be completed. During the surgery, surgeon removed the instrumental construct from the nail. It was found at this time the connecting screw had not been fully tightened and become cross threaded with the insertion handle causing the helical blade to misalign with the nail during insertion. Scrub technician was able to unthread the connecting screw from the insertion handle with no damage. Per the complaint description the surgeon was able to complete the surgery using the same connecting screw and another set of tfna nail and helical blade. Hence device did not malfunction and caused misalignment on the second attempt which indicates that this is most probably a case of improper technique which resulted in the misalignment during the first failed attempt. Hence no further actions are needed regarding the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.